Manufacturer narrative:
Device evaluation: the device evaluation of oacl-7-12 of lot number: c1916575 could not be completed as the device was not returned for evaluation. Photographic evidence was returned for evaluation. The review of the photo(s) determined the following: four images were presented, displaying both white and blue-colored stents. In images 1 and 2, the lumen of the white stent (from oacl kit) appears larger than that of the blue stent (standalone clso stent). Images 3 and 4 seem to depict an attempt to insert the stent into the introducer. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-7-12 device of lot number: c1916575 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that (ifu0096) ¿this device (with preloaded stent, if applicable) is intended for endoscopic biliary stent placement drain obstructed bile ducts. The device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease¿. Based on available information, multiple clso stents were used with an oacl kit, which is preloaded with a stent and intended for single use only. According to engineering input, clso-7-x stents are not compatible with the oacl-7-x device, and oacl devices are specifically designed for single-use applications. There is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as the device was used with oacl kit which is preloaded with the stent. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user did not follow the instructions for use. A definitive root cause of abnormal use was identified as multiple clso stents were used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿ ± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿ / -0.002¿) . Due to the incompatibility and the device is intended for single use, the stent was unable to properly fit into the introducer, leading to the reported issue. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed prior to use. Definitive root cause was established. The user did not follow the instructions for use. A definitive root cause of abnormal use was identified as multiple clso stents were used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿ ± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿ / -0.002¿). Due to the incompatibility and the device is intended for single use, the stent was unable to properly fit into the introducer, leading to the reported issue. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A complete report is being submitted when the quality engineer, on 23-jul-2025, determined this event describes off label use. The physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more clso stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking at the lumen of the clsos, they are smaller than the stent that comes in the complete kit and this prevents advancement into the oacl introducer. As per email from (B)(6): 1. What was the target location for the stent? Bile duct. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? The material was not used due to the diameter being incompatible with the introducer. 3. What was the introducer (rpn) used with the first 2 clso stents? The material that would be used is item: oacl-7-12. 4. What was the introducer (rpn) used with the 2 additional clso stents used? The material that would be used is item: oacl-7-12. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use? Yes. 7. Was the device at the center of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures, i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the type of procedure performed) the material did not have contact with the patient, as externally there was no possibility of fitting with the devices. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 10. If not with the device in question, how was the procedure finished? Information currently unavailable. I will check with the consultant again. If she gets the information, I will send it to you. 11. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If not with the device in question, how was the procedure finished? New material was opened and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.